Event description:
It was reported that the customer's insulin pump was making a weird noise when it was rewinding, and the insulin pump was not delivering the right amount of insulin. The mother stated that they put in for 8 units of insulin and it stopped at 6. Troubleshooting was performed, and the screen showed the rewind complete, but the piston was sticking out half an inch further than where it needed to be. The mother stated that her son's glucose level has been high for the past few days. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received in with a noisy motor due to a faulty motor, a scratched lcd window and cracked reservoir tube lip. However, the device passed the displacement, rewind, basic occlusion, prime, excessive no delivery alarm and motor tests. Programmed boluses delivered and recorded properly in the bolus history screen during testing. No bolus or drive support disk anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.